Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 475 mg/dl after receiving a no delivery alarm. The patient treated via manual insulin injection. The customer stated that an issue with his infusion set was causing the no delivery alarms, and he has since changed his infusion set. During troubleshooting the insulin pump was able to prime without incident. The insulin pump was not returned for analysis.